Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent was badly damaged. The struts from the centre row of the stent all the way to the most distal row were distorted and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No issues were noted with the balloon of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2014. It was reported that catheter crossing difficulty was encountered. The target lesion was located in the right coronary artery (rca). A 2.25x20mm promus element plus drug eluting stent was advanced to treat the target lesion, however, the device was unable to cross the lesion. The procedure was completed with another promus element plus stent. No patient complications were reported and the patient was good. However, device analysis revealed that the stent was damaged.